Event description:
It was reported that triathlon knee sets have rubberized green handles where a discharge occurs at the proximal portion of the rubber handle. Hospital sterility is concerned about proper sterile field conditions for surgery.

Manufacturer narrative:
An event regarding a worn handle involving triathlon pin extractor was reported. The event was not confirmed. The green handle is not worn or torn. Event is not patient related. Device history review indicates the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicates there have been no similar events for the reported lot ID. The investigation concluded that the reported event is not confirmed. The extractor is unremarkable with no signs or wear or tearing.

Event description:
It was reported that triathlon knee sets have rubberized green handles where a discharge occurs at the proximal portion of the rubber handle. Hospital sterility is concerned about proper sterile field conditions for surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.